Event description:
It was reported that the patient presented to the hospital experiencing syncope and was admitted to the hospital. Upon interrogation, the pulse generator exhibited premature battery depletion. On (B)(6) 2017 the device was explanted and replaced. No additional information was reported.